Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and no delivery alarm during basal. The customer¿s blood glucose level was 450 mg/dl. Customer states the pump got no delivery alarm. Insulin pump will not be returned for analysis.